Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. Share data was provided for evaluation. The reported event of loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The voltage test passed. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. Transmitter functional tester: passed share log review found a loss of connection in the log. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of loss of connection was confirmed. The root cause could not be determined.